Event description:
It was reported that during a ptca/stent procedure, the left anterior descending was heavily calcified and there was difficulty in positioning the guiding catheter and in predilating the lesion. The pt became hemodynamically unstable, and rec'd a vasopressor and anticoagulation therapy. After one stent was deployed, there was an attempt to place another stent distally (the instructions for use states that when deploying multiple stents, that the distal stent should be placed initially, which obviates the need to cross a proximally placed stent). The second stent delivery system (sds) would not corss the lesion, and as it was being withdrawn into the proximal stent, the stent became dislodged from the sds. An unsuccessful attempt was made to retrieve the stent. A balloon catheter was then advanced into the loose stent, and the stent was fully deployed as its intended site. No other info was provided.